Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed in 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy, no essure removal as per pif. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of anemia, postpartum, postpartum hemorrhage, miscarriage (2), parity 3 and multi gravida (5). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2588 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via total hysterectomy, bilateral salpingectomy and left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy- no essure removal as per pif on follow-up (B)(6) 2023, essure start date discrepancy (B)(6) 2015 or (B)(6) 2015. Medical records received with essure insertion details, essure inserted on (B)(6) 2015. Procedure performed: essure hysteroscopy. Specimens: none. Complications: none. Findings: ostium open to 21 hagar dilated without resistance than dilated to 31. Bilateral ostia seen via hysteroscopy. No endometrial or endocervical pathology seen. Procedure: aided by threading essure coil and right ostia seen. Right essure coil inserted in ostia opening under direct visualization. Removed and two coils seen with no bleeding. Left ostia visualized and assistant threaded second essure coil, which under direct visualization was advanced through left ostia and seen to advance into fallopian tube with 5 coils seen with no bleeding noted. Bilateral essure coils in place. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: essure confirmation test conducted, result not provided [pathology test] on (B)(6) 2022: diagnosis: uterus, bilateral fallopian tubes and left ovary, total hysterectomy: bilateral salpingectomy and left oophorectomy: 1. Acute and chronic inflammation, cervix; 2. Secretory type endometrium; 3. Leiomyomata.; 4. Cystic follicules, left ovary; 5. Para tubal cyst, bilateral fallopian tubes.; 6. Endometriosis, fallopian tube; 7. No evidence of malignancy. Pre and post-operative clinical diagnosis: hysterectomy with bilateral salpingectomy. Specimen submitted:uterus and bilateral fallopian tubes and left ovary. Gross description: embedded within the cornua are two gray metallic essure coils. The uterus is bivalve to reveal tan, rubbery, endocervical tissue with a patent canal. The endometrial cavity is triangular and measures 3.5 x 3.0 cm both essure coils appear to extend into the myometrium adjacent to the endometrial cavity. The fallopian tubes measure 4.0 cm in length x 0.5 cm in diameter and 5.0 cm in length x 0.6 cm in diameter. The shorter fallopian tube displays a 1.0 cm paratubal cyst near the fimbriated end. Microscopic description: the glands are lined by columnar epithelium, some of which are pseudostratified mitotic figures are difficult to identify. Rare sub and supranuclear vacuolization is noted. Hemorrhage is noted in the surrounding stroma. Rare mitotic figures are identified. Paratubal cysts are noted on both ovaries. Within the longer fallopian tube segment, there is mesonephric remnants seer in the fibro vascular connective tissue. In addition, endometriosis is noted or the fallopian tube surface with endometrial glands and surrounding stroma with marked hemorrhage. No evidence of malignancy is identified quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: medical records received and the follow information were included other helth professional reporter's, medical history, lab data, essure start date updated from (B)(6) 2015 to (B)(6) 2015, non-drug treatment notes updated from essure removal to essure removal via total hysterectomy, bilateral salpingectomy and left oophorectomy, international medical device regulators forum annex e updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed in 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy- no essure removal as per pif. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.